Event description:
It was reported that the patient with subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, noise and low amplitude causing several inappropriate electric shocks. Possible causes and troubleshooting options were discussed and recommended. The patient presented to the clinic, and isometric testing was performed and the noise was not reproducible. Reprogramming options were performed. Currently, this s-ICD system remains implanted and no additional adverse patient effects were reported.